Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessment remains the same: it cannot be determined that the alleged fever and surgical debridement were related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system.

Event description:
On (B)(6) 2020, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2020, the device was placed with the patient. On (B)(6) 2020, the device was tested per quality control procedure by kci quality engineer and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Event description:
Per review of records provided to kci by the heath care provider: on (B)(6) 2020, the physician observed a "strong malodor" from the sacral decubitus, and the patient underwent an excisional debridement. On (B)(6) 2020, the nurse practitioner: "hospital day 2" and under "patient active problem list" the following were listed: acute cystitis with hematuria, complicated uti [urinary tract infection], pyelonephritis, sepsis without acute organ dysfunction, due to unspecified organism, and febrile illness, acute. It was also noted that the patient will require weekly debridement. On (B)(6) 2020, the patient was placed on v.a.c.® therapy.

Manufacturer narrative:
MDR- 3009897021-2020-00240 submitted on 19-jun-2020 reported the following: h10 additional manufacturer narrative: based on information provided, it cannot be determined that the alleged fever and surgical debridement is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. Correction b5: added review of clinical records. H10 additional manufacturer narrative: this event was reported in error. Based on the patient's clinical records the debridement and fever are unrelated to v.a.c.® therapy. The patient was on antibiotic therapy prior to initiating v.a.c.® therapy and was being treated for complicated uti, sepsis and kidney stones. Additionally, the patient undergoes serial debridement as part of their care plan. Kci has deemed this event as not reportable. The adverse event codes in section h6 were updated to reflect the changes.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged fever and surgical débridement is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill® therapy system). Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area, untreated or inadequately treated infection, inadequate hemostasis of the incision, cellulitis of the incision area.

Event description:
On (B)(6) 2020, the following information was reported to kci by the patient: patient stated she was admitted to the hospital on (B)(6) 2020 due to fever while using an activ.a.c.¿ ion progress¿ remote therapy monitoring system. Patient was scheduled for surgery on (B)(6) 2020 for kidney stones and surgical debridement of sacral wound. Patient already received 7 days of antibiotics. Multiple unsuccessful attempts were made to gather additional information. A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system is currently pending completion.